Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) could no longer be switched on and became warm when connected to the charger. No charging symbol appeared; instead, the device apparently only entered a boot mode, without a restart or reset succeeding. The patient confirmed that the battery was not empty and that the insulet-provided charging cable was used. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.